Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter has severe kink". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter has severe kink". Additional information states that the iab catheter was removed and not replaced. The patient's current condition is reported as "fine". No patient injury or consequence reported.